Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator alarmed when the display went blank and became inoperable. There was no report that the patient was transferred to another ventilator. There was no harm to the patient.